Event description:
Our sales rep, catherine, attended a gamma 3 case. The fracture was more compound than on x-ray and asked for a gamma nail. At this stage, the patient had a spinal block. Surgeon had put the smith & nephew nail in and decided to remove it as the stryker gamma 3 set was ready for use. The time started for the gamma 3 nail insertion was 1pm and the patient was put under by general anesthesia. The correct procedure for the gamma 3 nail insertion was followed, the jig and nail (130 degree 400mm) lined up. As far as I am aware no direct hitting on the jig was performed by the surgeon. Insertion of lag screw, set screw and distal locking was performed with ease. The position of lag screw, gamma nail and distal locking screw were all correct confirmed by fluoroscopy. Surgeon tried to remove the jig using the ball tip screwdriver to remove the bolt. It did not budge. He tried different methods and still nothing. Another surgeon then scrubbed in and I joined as well. It was decided by the second surgeon remove the nail which was done. Once the nail was removed from the patient, all 3 of us attempted to free the jig from the nail with no result. First surgeon made the decision to insert another nail shorter (130degree 380mm) without the jig. The nail, lag screw, set screw and distal locking screws were inserted. Bone cement and cables were also used. Patient was woken up by 4pm and stable. The patient was compromised by the lengthy theatre time of close to 5hrs. The stryker nail insertion time was 3hrs. 2 units of blood were ordered for the low hb levels. The patient is stable and fracture was reduced.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Our sales rep, (B)(6), attended a gamma 3 case. The fracture was more compound than on x-ray and asked for a gamma nail. At this stage, the patient had a spinal block. Surgeon had put the smith & nephew nail in and decided to remove it as the stryker gamma 3 set was ready for use. The time started for the gamma 3 nail insertion was 1pm and the patient was put under by general anesthesia. The correct procedure for the gamma 3 nail insertion was followed, the jig and nail (130 degree 400mm) lined up. As far as I am aware no direct hitting on the jig was performed by the surgeon. Insertion of lag screw, set screw and distal locking was performed with ease. The position of lag screw, gamma nail and distal locking screw were all correct confirmed by fluoroscopy. Surgeon tried to remove the jig using the ball tip screwdriver to remove the bolt. It did not budge. He tried different methods and still nothing. Another surgeon then scrubbed in and I joined as well. It was decided by the second surgeon remove the nail which was done. Once the nail was removed from the patient, all 3 of us attempted to free the jig from the nail with no result. First surgeon made the decision to insert another nail shorter (130degree 380mm) without the jig. The nail, lag screw, set screw and distal locking screws were inserted. Bone cement and cables were also used. Patient was woken up by 4pm and stable. The patient was compromised by the lengthy theatre time of close to 5hrs. The stryker nail insertion time was 3hrs. 2 units of blood were ordered for the low hb levels. The patient is stable and fracture was reduced.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. No deviations were found during review of the manufacturing and inspection documents. The item returned was documented as having met specifications prior to distribution. Fretting marks are visible on the nhs head. During screwing into the nail the nhs gets in contact with the metal nail adapter and friction can occur due to high torque forces (user related). In combination with small tolerances it is possible that cold welding occurs. Previous cases were investigated internally; the jamming of the nhs could not be reproduced. Most likely the user brought too much torque force to the nhs during assembling of nail and target device. Therefore the case is attributed to an inadequate usage. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.